Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working, and logs showed a structured query language (sql) foreign key constraint error preventing insertion. A technical support specialist (tss) confirmed with the nurse that there was no power outage or network surge. Further the tss found that there was a discrepancies icon was present, and the nurse was asked to provide the associated med identification. The error was later reproduced during an inventory report attempt, showing the same sql exception. Then the tss followed the knowledge article disaster recovery procedure for medstation es (new process) and shrank the database, took a backup, skipped transaction, and ran a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access meds and a fatal error message had appeared when they had tried to access the medications. Customer stated that the issue might have been due to a network problem and the machine had been manually rebooted, but it had still not functioned correctly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.